Event description:
Event description guidant received information that this lead had fluctuating impedance measurements, ranging from 500 to 3000 ohms. A lead fracture was suspected but, could not be confirmed by x-ray. A procedure was performed to evaluate the lead, it was found to be fractured at the suture sleeve. The lead functioned properly in the unipolar mode but muscle twitching was noted. The lead was surgically abandoned and a new competitor's lead was implanted.